Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced postoperative degree error occurred relative to target degree and at 2 months after surgery, spherical of equivalent (se) was -1.0d and far visual acuity was 0.2 (1.2). The iol was exchanged for another lens model following the initial implant procedure. Approximately after 3 months from initial procedure, the patient's far visual acuity had improved to 1.0 (1.2). The surgeon suspected that the power of the iol that was removed may not have been the indicated 22.5d. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the patient complained that her vision in the left eye was worse than before surgery, which made it difficult for her to read, which she loved, and that she had difficulty seeing in the distance as well as in the near vision, every time she came to the clinic for three months after the surgery. This may have been a problem with the power of the inserted lens. The symptoms were resolved post explantation. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Iol returned immersed in solution inside a specimen container. Both haptics are intact. The optic is scratched/marked-rejectable. The lens was measured on the (B)(6) 2024. Iol met specification. The reporter stated she required us to re-measure the power of the iol in question. The root cause for the reported complaint could not be determined. The sample evaluation confirms the iol is within the specification ranges for suspect device. Based on the results from the product history record, the measured lens fell within the optical performance and image quality specification parameters. The manufacturer internal reference number is: (B)(4).